Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All catheters are 100% inspected at the time of manufacture. Literature article: hydrogel-coated ventricular catheters for high-risk patients receiving ventricular peritoneum shunt authors: hao xu, md, yimin huang, md, wei jiao, md, wei sun, md, ran li, md, jiaqing li, md, ting lei, md medicine (2016) 95:29. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: infections occurred in 14 patients, including 11 patients in the standard catheters group and 3 in the hydrogel-coated ventricular catheters group (bioglide&#11040;medtronic). Most cases were cured by antibiotic therapy. The catheters were removed in 5/11 patients in the standard catheters group and 1/3 patients in the hydrogel-coated ventricular catheters group. According to the article, infections were caused by the following infectious organisms: staphylococcus aureus, enterococcus, pseudomonas species and acinetobacter baumannii.